Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had remained hospitalized post implant. The pt was experiencing some increases I lactate dehydrogenase (ldh). During the weekend, ldh increased to 1200. The pt was well anticoagulated and a heparin gtt. The pt coded on (B)(6) 2014 and they were unable to resuscitate. The vad coordinator stated that they are highly suspicious of a pump thrombus. It was reported that at the time of death, the pump was working and the pump parameters were within normal limits.